Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and six months later, computed tomography angiography of the abdominal aorta with bilateral iliofemoral was performed for abdominal and back pain. The study showed that there was an inferior vena cava filter placed and was present in mid l2 to l3-l4. There was no migration and no significant tilt as the coronal tilt was 10 degrees and the sagittal was 7 degrees. The study also showed that there was a grade 3 perforation with the lateral strut perforated in aorta about 3mm and the right lateral strut also perforated about 3mm. Also, the ventral struts abut the duodenum, and the posterior strut abuts l3-l4 interspace of approximately 7mm. It was concluded that the filter arms and legs penetrated the inferior vena cava wall. Two of the arms penetrated the duodenum and two of the legs penetrated the periosteum of a lumbar vertebrae. After nine months, an x-ray of lumbar spine was performed. The study showed that there was an inferior vena cava filter and the filter projected ventral to the vertebral bodies at l2-l3. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly perforated the inferior vena cava and the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly perforated the ivc and the aorta; there were no reported attempts to retrieve the filter. No patient injury was reported.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly perforated the ivc and the aorta; there were no reported attempts to retrieve the filter. No patient injury was reported.